Event description:
The customer's blood glucose level was 240mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred during bolus delivery. A supply change was performed to address the occlusion alarm. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed. Additionally, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, the customer did not believe they removed the cartridge during pumping. Tandem technical support education the customer in regards to this alarm.